Event description:
As previously reported to you a therapy misadministration occurrred at this medical center involving ob/gyn catheters and/or transfer tubes relative to the above hdr remote afterloader brachytherapy treatment device.as previously reported to you, 8 patients had received a total of 22 treatments involving therapeutic exposure to parts of the body not scheduled to receive radiation (misadministration). All of the patients were receiving gynecological treatments as a boost treatment after receiving external beam radiotherapy.the cause or causes of the misadministrations are still under investigation. Investigation to date reveals one possible cause appears to have been due to the use of a 1.5 meter ob/gyn transfer tube/applicator combination length instead of a 1.0 meter length as intended. To date, 2 of the patients are requiring medical treatment secondary to these imsadministrations. One of the problems identified is that there are no markings of any kind to indicate the 1.0 meter transfer tube/applicator as opposed to the 1.5 meter transfer tube/applicator.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.